Manufacturer narrative:
Corrected information in section b1: initial submission incorrectly selected report type as adverse event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager's door was not open. The field service engineer shutdown the device and relocated the pyxibus cable to the auxiliary cii safe and the issue was resolved by replacing the door latch micro switches. The system functioned as intended after the field service engineer troubleshooted the device. The serial number, UDI and manufacture date details kept blank since there was no medstation asset with the remote manager.

Event description:
It was reported by the customer that a pyxis ciisafe had lock on the refrigerator door keeps not opening when it is prompted. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in patient care. There were no adverse events or injuries reported based on this event.